Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping) / chronic,') in an adult female patient who had essure (batch no. 624492,624002) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo test". The patient's medical history included uterine fibroid, gastric bypass, dysfunctional uterine bleeding, panic attacks, memory loss and appendectomy. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleeding / abnormal bleeding (general)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("vaginal yeast infection"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety"), depression ("depression"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), iron deficiency ("iron deficiency"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2014, the patient experienced seizure ("seizures"). In (B)(6) 2018, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2018, the patient experienced liver disorder ("liver disease"). On an unknown date, the patient experienced hypersensitivity ("allergy nos") and abdominal pain lower ("lower abdominal pain") and was found to have neoplasm ("tumor") and breast cancer ("breast cancer"). The patient was treated with surgery ((hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, menorrhagia, hypersensitivity, urinary tract disorder, bladder disorder, vaginal discharge, migraine, headache, alopecia, neoplasm, liver disorder, vaginal haemorrhage, vulvovaginal mycotic infection, urinary tract infection, anxiety, depression, seizure, allergy to metals, breast cancer, fatigue, weight decreased, iron deficiency, pelvic pain, abdominal pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, breast cancer, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, iron deficiency, liver disorder, menorrhagia, migraine, neoplasm, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: she received treatment for the following events migraine, headaches, hair loss, tumors, other(liver disease). Discrepancy noted about date(s) of insertion ((B)(6) 2007 as per summons) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Lot number: 624002 manufacturing date: 2007-03 expiration date: 2009-02 lot number: 624492 manufacturing date: 2007 -05 expiration date: 2009-04 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. On 24-feb-2020: quality safety evaluation of ptc. Fu3 and fu 4 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping) / chronic,') in an adult female patient who had essure (batch no. 624492,624002) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo test". The patient's medical history included uterine fibroid, gastric bypass, dysfunctional uterine bleeding, panic attacks, memory loss and appendectomy. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleeding / abnormal bleeding (general)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("vaginal yeast infection"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety"), depression ("depression"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), iron deficiency ("iron deficiency"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2014, the patient experienced seizure ("seizures"). In (B)(6) 2018, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2018, the patient experienced liver disorder ("liver disease"). On an unknown date, the patient experienced hypersensitivity ("allergy nos") and abdominal pain lower ("lower abdominal pain") and was found to have neoplasm ("tumor") and breast cancer ("breast cancer"). The patient was treated with surgery ((hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, menorrhagia, hypersensitivity, urinary tract disorder, bladder disorder, vaginal discharge, migraine, headache, alopecia, neoplasm, liver disorder, vaginal haemorrhage, vulvovaginal mycotic infection, urinary tract infection, anxiety, depression, seizure, allergy to metals, breast cancer, fatigue, weight decreased, iron deficiency, pelvic pain, abdominal pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, breast cancer, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, iron deficiency, liver disorder, menorrhagia, migraine, neoplasm, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: she received treatment for the following events migraine, headaches, hair loss, tumors, other (liver disease). Discrepancy noted about date(s) of insertion ((B)(6) 2007 as per summons). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs and mr received : events-"abnormal bleeding (vaginal), vaginal yeast infection, urinary tract infection, anxiety, depression, seizures, nickel allergy, breast cancer, fatigue, weight loss, iron deficiency, pelvic pain, abdominal pain, back pain, lower abdominal pain", reporter, lot number, medical history added. Essure model no updated to 305. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping) / chronic,') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy nos"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and liver disorder ("liver disease") and was found to have neoplasm ("tumor"). The patient was treated with surgery ((hysterectomy, salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, menorrhagia, hypersensitivity, urinary tract disorder, bladder disorder, vaginal discharge, migraine, headache, alopecia, neoplasm and liver disorder outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, liver disorder, menorrhagia, migraine, neoplasm, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: she received treatment for the following events migraine, headaches, hair loss, tumors, other(liver disease). Discrepancy noted about date(s) of insertion ((B)(6) 2007 as per summons) most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal. Bleeding, allergy: other, urinary problems, bladder problems, vaginal. Discharge, migraine, headaches, hair loss, tumors, other(liver disease) and did not undergo test. Patient date of birth, essure removal date, reporter and treatment details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.